Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed upstream occlusion" was not reproduced. The device was tested for upstream occlusion detection and it passed. A review of the event history log revealed multiple events of "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor which was found slightly lifted and peeling. The ultrasonic sensor is required to replace to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion test during testing in the biomedical service department. There was no patient involvement. No additional information is available.